Event description:
Customer reported that when the surgeon used the needle holder, he was unable to stabilize the needle to make a pass through the cruz. The needle would roll back and forth. After trying for 15 minutes, the surgeon converted to an open procedure. This required additional surgery and additional hospital stay.